Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed the sample was inside its sealed pouch, and inside the pouch there was the presence of a strand of hair. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the customer found a strand of hair inside the package. Customer indicated the issue was found prior to patient use.